Manufacturer narrative:
Please note that this device (endeavour resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Device evaluation: a kink was evident on the hypotube 67.5cm distal to the strain relief. The stent had moved distally on the balloon and was not positioned on the balloon between the markerbands as per specifications. Deformation was evident from the 1st proximal stent wrap to the 13th stent wrap with struts raised, bunched and stretched. The distal tip was not visible for analysis as the stent had moved distally covering it. The inner lumen patency could not be verified with a 0.015 inch mandrel as the stent was covering it. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute drug eluting stent to treat a moderately tortuous and moderately calcified lesion located in the distal right coronary artery, exhibiting 100% stenosis (cto). There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. Patient status post-procedure is alive with no injury. When the device was returned to the manufacturing facility, the stent was noted to be damaged

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.